Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Event log files were evaluated and data from the reported event date of 16dec2024 was reviewed. From 11:34:21 ¿ 11:56:44 and 11:57:22 ¿ 13:17:15, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarm did not resolve before the driveline was disconnected and the controller was shut down. The returned heartmate 3 system controller (serial number (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The backup battery was able to pass multiple load tests. No atypical alarms were reproduced throughout testing. Information provided by the account stated that two self-tests were performed, and the alarm did not resolve. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm while on wall power and performed a self-test. The alarm did not resolve with a second self-test. The system controller was exchanged. Log files confirmed backup battery fault alarms. It appeared the emergency backup battery (ebb) was failing the load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.